Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for oversensing of atrial tachycardia. Boston scientific technical services discussed troubleshooting options to the field and the ICD remains in service. No adverse patient effects were reported.